Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's meter was compared with the lab three times on different days. The patient's blood glucose results during the first comparison were 5.1 mmol/l on patient's meter and 9.1 mmol/l on the lab with a difference of 44%. The second meter to lab comparison made gave the meter reading as 6.4 mmol/l and the lab as 13.5 mmol/l with a difference of 52.6%. The third comparison resulted in the meter reading 10.6 mmol/l and the lab as 14.4 mmol/l with a difference of 26.39%. Each lab test was done within 10 minutes of the meter test. The test strips used in the first two comparisons was expired. No further information has been reported.